Event description:
The customer tested his blood glucose using his contour meter and received a reading of 300 mg/dl. He retested using another contour meter and received a reading of 132 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter were returned for evaluation. Replacement products were sent to the customer.